Event description:
It was reported that the revision surgery occurred due to breakage of the pin because of loosening. It is also reported that the pt has necrosis in his femur.

Manufacturer narrative:
This report will be amended when our investigation is complete.